Event description:
It was reported that bd alaris smartsite gravity set was kinked the following information was received by the initial reporter with the following verbatim. There was a kink in the line which didn¿t allow fluid to pass through.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported they have a large amount of product with bent tubing, making fluid unable to flow. The customer returned product for the issue under related pr (B)(6), and the investigation for the issue was contained in that complaint record. There are not new or different samples for this complaint. The root cause and actions done for the kinked/bent tubing from pr (B)(6) is below: 'the investigation was forwarded to manufacturing for root cause analysis. After investigation, the potential root cause of kinked tubing between tubing and drip chamber could be related to issues with the solvent dispenser, incorrect solvent application, incorrect arrangement of the component inside the pouch or keep tube in fixture by the assembler. A quality alert was created to communicate the failure, and reinforce the correctly following the assembly instructions to avoid kinked tube.' A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.